Manufacturer narrative:
The following fields were updated due to additional information: an unknown lot has been added to this complaint. D4: medical device lot #: unknown . D4: medical device expiration date: unknown . H4: device manufacture date: unknown . H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 1021202. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported when using the pn 32g 4mm 5b xtw easyflow la, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: client reports that this is the third time that the needle is clogged, the first few times he didn't get in touch, I asked if he had kept the box from the previous ones, he told me no, that only this time he decided to keep it and call.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pn 32g 4mm 5b xtw easyflow la, the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: client reports that this is the third time that the needle is clogged, the first few times he didn't get in touch, I asked if he had kept the box from the previous ones, he told me no, that only this time he decided to keep it and call.